Manufacturer narrative:
Common device name: dressing, wound, occlusive. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that ¿the dressing is difficult to remove from patients skin¿. The complainant was unable to provide the quantity of patients or affected product. No harm was reported.